Manufacturer narrative:
Sorin group (B)(4) received a report that the inspire 8f m hollow fiber oxygenator, assembled into a customized circuit, was used in combination with a volatile anesthetic and had a high quantity of water condensation near the oxygenator gas-outlet, causing the anesthetic to be released in the operation room through the secondary safe port. There was no report of any injury to the patient or health personnel. Sorin group (B)(4) manufactures the inspire 8f m hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the inspire 8f m hollow fiber oxygenator, assembled into a customized circuit, was used in combination with a volatile anesthetic and had a high quantity of water condensation near the oxygenator gas-outlet, causing the anesthetic to be released in the operation room through the secondary safe port. There was no report of any injury to the patient or health personnel. This event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Patient information was not provided the inspire 8f m hollow fiber oxygenator was assembled into a customized circuit that is not distributed in the USA, but it is similar to the sterile oxygenator that is distributed in the USA (510k#: k130433). Sorin group (B)(4) manufactures the inspire 8f m hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that when the inspire 8f m hollow fiber oxygenator, assembled into a customized circuit, was used in combination with volatile anesthetic and had a high quantity of water condensation near the oxygenator gas-outlet, the volatile anesthetic could potentially be released in the operation room through the secondary safe port. There was no report of any injury to the patient or health personnel. This event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that when the inspire 8f m hollow fiber oxygenator, assembled into a customized circuit, was used in combination with volatile anesthetic and had a high quantity of water condensation near the oxygenator gas-outlet, the volatile anesthetic could potentially be released in the operation room through the secondary safe port. There was no report of any injury to the patient or health personnel.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the inspire 8f m hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the inspire 8f m hollow fiber oxygenator, assembled into a customized circuit, was used in combination with a volatile anesthetic and had a high quantity of water condensation near the oxygenator gas-outlet, causing the anesthetic to be released in the operation room through the secondary safe port. There was no report of any injury to the patient or health personnel. This event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The device was not available for return to sorin group (B)(4). Investigation into the cause for this type of issue determined that the gas outlet connector of inspire oxygenators can become obstructed in cases where moisture formation occurs near the port. If this occurs, it is possible for un-scavenged anaesthetic gas to be released into the operating room. The occurrence rate for this type of issue is extremely low, and the risk assessment identifies the risk to the patient and/or user to be negligible. Sorin group (B)(4) has initiated a CAPA to identify and implement corrective actions to prevent the occlusion due to condensation. Unit not available for return.